Manufacturer narrative:
Analysis on the returned battery charger 1 resulted in no failure being found through functional testing, performance testing, and visual/physical examination. Analysis states the battery charger 1 passed functional output bench testing. Analysis on the returned battery charger 2 resulted in an electrical failure being found through performance testing and visual/physical examination. Analysis states that the charger 2 failed the bench test due to charger d output test is measured at 0vdc. Charger d led is not lit. Failed visual inspection due to leaky caps. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were loss of generator batteries after multiple exposures. The batteries and charger boards were not at voltage. The representative replaced the boards and batteries. The imaging system then passed the system checkout and was found to be fully functional. The batteries and chargers were returned to medtronic, however, analysis has not been completed. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after taking 4 2d images and 2 3d images they were no longer able to take an image. They stated yesterday after one 3d spin there were no longer able to take an image. It was stated when the system was stored it's plugged into an outlet. There was no patient present when this issue was identified. No additional information was provided.